Event description:
Asku

Event description:
It was reported that a power on reset occurred in early (B)(6). The patient recalls that a CT scan was performed around that time. The patient also reported feeling near syncope around the fourth of july. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that a power on reset (por) occurred. The por log shows a por occurred on (B)(6) 2010. One patient alert log occurred for a por on (B)(6) 2010. Corrected data: patient date of death and device codes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.